Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had alarmed compromised force sensor system. The customer¿s blood glucose was unknown at the time of the incident. Customer report the insulin squirt out. Customer report rewind was little louder and insulin pump had no delivery alarm. Customer report the insulin pump did not get low reservoir warning. The insulin pump will not be returned for analysis.